Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1b endoleak from the left iliac artery and a secondary endovascular procedure. This event is most likely user related due to the off-label left iliac anatomy measuring 25.1mm (IFU states it should be between (10-23mm). Additionally, prior to the initial implant the patient came in urgently with ruptured aorta (cautionary product use conditions). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Post op day one (1), a computed tomography (CT) scan identified a type 1b endoleak. An intervention was completed. The physician elected to implant two (2) ovation ix extenders to resolve this event. The patient tolerated the procedure well and final angiogram showed resolution of the endoleak.